Manufacturer narrative:
D1 brand name was updated. Ppae (ventricular fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 74-year-old male who underwent coronary artery bypass graft surgery one week prior. An intra-aortic balloon pump was placed before leaving the operating room. The intra-aortic balloon pump was removed the previous day, after which the patient experienced rapid clinical deterioration and developed ventricular fibrillation cardiac arrest twice, requiring initiation of extracorporeal membrane oxygenation (ECMO) and impella cardiac power (impella cp) support. The impella cp device was successfully implanted, and the patient was transferred to the intensive care unit supported with ECMO and the impella cp device. On the third day of dual mechanical circulatory support, the patient experienced recurrent ventricular fibrillation requiring external defibrillation. The clinical team elected to continue veno-arterial extracorporeal membrane oxygenation. An impella 5.5 device was then placed without difficulty, and the impella cp device was removed without complications. The electrophysiology service subsequently began following the patient. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy. Patient, however, ultimately expired and death is conservatively reported for the impella cp device.